Manufacturer narrative:
The device history record (DHR) for lot 120854 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot's release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. Unused samples were received and evaluated; the reported issue was not confirmed. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported their flu clinic encountered some issues yesterday with the 25gx1in safety needle, 8881850510. They were randomly leaking during administration. Staff made sure the needle and syringe were tight.

Manufacturer narrative:
Additional information was received from the customer on 23oct2024. Based on the additional information, b5 was updated.

Event description:
The customer reported their flu clinic encountered some issues yesterday with the 25gx1in safety needle, 8881850510. They were randomly leaking during administration. Staff made sure the needle and syringe were tight. They had 3 out of 30 leak, same lot number, different boxes. Additional information provided on 23oct2024 stated that the syringes being used are prefilled fluarix by gsk 58160-884-52. The leak was at the connection between the syringe and the needle.